Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia (vt) under the programmed tachy therapy zone. Technical services (ts) reviewed the electrograms (egms) and rhythms appear to be operated as intended. It was noted the patient experienced dual arrythmias with rates occurring in the programmed vt monitor zone. Ts provided troubleshooting and programming recommendations. Received additional information this ICD delivered anti-tachycardia pacing and shock therapy due to possible atrial fibrillation with rapid ventricular response (af w/rvr). Technical services (ts) was consulted and reviewed the stored episodes advising that the atp and six shocks were inappropriate for a rhythm that appeared to be atrial driven. It was also noted that therapy was not exhausted, and no therapy accelerated the rhythm. Ts provided device optimization recommendations. At this time, the ICD remains in-service. No adverse patient effects were reported.